Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right ventricular (rv) lead had an unspecified sensing issue. Further information was not provided.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5120664.